Event description:
It has been reported to philips that the wireless footswitch is defective. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the wireless footswitch was not working. Philips was contacted for instruction on connecting the wired footswitch. No other information was provided to philips on the wireless footswitch failure. The customer is currently using the wired footswitch. There are two generations of wireless footswitch. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated medical device correction z-0476-2022/field safety corrective action (2021-igt-bst-020) for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug.